Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
User reported a high glucose event. The following example set was provided: (B)(6) 2025 6:52 am et sg 127 mg/dl bg 283 mg/dl as provided in notes. After dms review, we confirmed the following information at the time of the event: 22-sep-2025 6:57 am et sg 127 mg/dl bg 283 mg/dl available in dms. After reviewing the dms data, it was confirmed that the user did not receive a high glucose alert at the time of the event because the sg values did not exceed the alert threshold. The user did not seek medical treatment and managed the event by taking insulin. The user's hcp was not aware of the event; therefore, the user was advised to follow up with their hcp for further medical guidance. A review of dms data confirmed that the user is currently using the system with up-to-date information.

Manufacturer narrative:
The user reported a high glucose event and provided the following example: 22-sep-2025 at 6:52 am, sg 127 mg/dl and bg 283 mg/dl. Review of the data management system (dms) confirmed sg 127 mg/dl at 6:52 am and bg 283 mg/dl at 6:57 am, with the sg trending upward at the time. The glucose alert settings were confirmed as low alert 65 mg/dl and high alert 200 mg/dl. Review of the alert history confirmed that the user did not receive a high glucose alert because the sg value did not exceed the configured alert threshold. The user did not seek medical treatment and resolved the event by administering insulin. The user's healthcare provider (hcp) was not aware of the event, and the user was advised to follow up with the hcp for further medical guidance. In an associated case related to the user's complaint about sensor inaccuracy, including the hyperglycemic event, a review of the in vivo data revealed depressed signal and reference channels across all sensing areas on 19 sep 2025. This likely contributed to the inaccuracies observed by the user. The user was educated about early sensor wear and was advised to allow the system a few additional days to adjust, to which the user agreed. A review of data from the two weeks following the event further confirmed stable and consistent agreement between sg and bg values. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.